Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported to have been hospitalized on (B)(6) 2016 with blood glucose of 680 mg/dl. Customer reported that insulin pump fell and was no longer working correctly and began to have high blood glucose. Troubleshooting was performed and customer was sent a tubing clamp in order to continue troubleshooting. Customer called back to continue troubleshooting and insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin.